Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for low rv tip-to-rv coil lead impedance and "elevating sensing integrity counter (sic)" was also noted. Follow up was conducted and no reprogramming has been completed at this time and the lead will continue to be closely monitored. The lead remains in use. No patient complications have been reported as a result of this event.